Event description:
It was reported that the patient experienced fainting. The ventricular lead increased in threshold and now measured high. The lead was explanted and was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient experienced fainting. The ventricular lead increased in threshold and now measured high. The lead was explanted and was replaced. No further patient complications have been reported as a result of this event.